Event description:
On (B)(6) 2012, animas received information that the patient had a blood glucose reading of 30 mg/dl and lost consciousness after his hcp prescribed 10 units of bolus insulin in addition to 1 unit per hour of basal insulin based on elevated blood glucose reading of 300 mg/dl. It was also noted the patient went to sleep without taking any food for 3 hours after his insulin treatment. Animas has made several attempts to reach the patient to obtain more information but the patient has not called back. This complaint is being reported because the patient had low blood glucose of 30 mg/dl while on insulin pump therapy. It is not clear whether product malfunction, use error, intentional misuse, or diabetes management attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found with the returned pump. Pump powers on with vibratory and audible sounds. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Pump was exercised for 24 hours on a 1 unit per hour basal program, no alarms or warnings occurred during this time. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive.